Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, scratches to the display window, case, keypad overlay, reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 362mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.